Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral left ureteroscopic lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during laser lithotripsy, the coil broke and completely detached into the patient. The detached part was removed by forceps. The procedure was completed with another stone cone nitinol retrieval coil. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2907 captures the reported event of coil was detached/separated. Block h10: visual analysis showed that the device was returned in two separate pieces. The distal end of the coil and the leading tip of the device was detached, and the coating was melted at the break. The coating was peeled back to examine the exposed tip of the device, which revealed scorching on the exposed metal tip, consistent with laser damage. The reported complaint was confirmed. Based on all available information, it is likely that a laser was fired on the device during the procedure causing it to detach. The instructions for use (IFU) warns not to fire upon the device with a laser. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a transurethral left ureteroscopic lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during laser lithotripsy, the coil broke and completely detached into the patient. The detached part was removed by forceps. The procedure was completed with another stone cone nitinol retrieval coil. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.